Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h10f3015 and #h11h3161. The set screw was returned to the manufacturer for evaluation. Set screw threads do not show evidence of cross threading. Microscopically examined set screw rod interface nodes and surfaces; the rod interface node surface witness marks, height and morphology of node deformation are atypical of fully seated rods, in comparison to the bench comparison samples. Set screw center node deformation height (at center) significantly different than bench tested samples, consistent with incomplete rod seating in the base of the mas head saddle. Manufacture date for lot h10f3015 is 2010-07-19; manufacture date for lot h11h3161 is 2011-09-02.

Event description:
It was reported that the patient underwent a posterior surgical procedure. Sometime post-op, the set screw at l1 disengaged from the bone screw allowing the rod to dislodge from the bone screw resulting in t10-11 instability. The patient underwent a revision surgery 4 months post-op. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.